Event description:
It was reported that this right ventricular (rv) lead exhibited a sudden increase in pacing impedance measurements several months after implant. An x-ray was completed with confirmation of the helix completely retracted. This lead was subsequently explanted and replaced. This lead is expected to be returned for analysis. No additional adverse patient effects were reported.